Event description:
Per clinicians in the room: the device was inserted over a wire. After insertion over the wire, the stent froze on the wire (could not be moved forward on the wire or backward on the wire). After a few attempts of trying to move the stent forward and backward, stent was able to be advanced into the pt. After advancement the stent was deployed without difficulty. After deployment the tip of the delivery device that deploys the stent broke off and traveled into the peroneal artery. The artery had a previously known chronic occlusion, so harm at this time to the pt.